Manufacturer narrative:
During inspection and testing, service found the adhesive was peeling from the lighting lens. The reported issues (forceps elevator not moving and broken forceps elevator wire) were confirmed during testing. The forceps elevator wire was broken due to stress applied by repeated use for a long duration and the forceps elevator did not move up. In addition, angulation was insufficient due to elongation of the angle wires, play at the angulation knob was out of specification due to elongation of the angle wires, the bending section was damaged due to handling, there were scratches on multiple parts of the device, the insertion section was wrinkled, the adhesive on the bending section was missing, the cap on the forceps plug was scraped due to external factors, the universal cord was collapsed due to external factors, and there was evidence of water infiltration on the electrical connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during an endoscopic retrograde cholangiopancreatography procedure, the forceps adjustment was not working. The forceps elevator did not move when the lever was activated. The user checked the image and saw that the elevator wire was broken. The procedure was completed with a similar device. It was speculated that the wire may have been weakened by repeated raising and lowering of the forceps elevator. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive was peeling from the lighting lens. This report is being submitted for the malfunction found during evaluation (peeling adhesive). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.